Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was in the range of 400 mg/dl, 340 mg/dl, 440 mg/dl. It was reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 440 mg/dl and the sensor glucose was 339 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. The customer was treated with pump. The customer was advised if sensor glucose value does not recover and they have waited at least 1 hour to remove sensor. The insulin pump will not be returned for analysis.